Event description:
(B)(4). (B)(6) 2010, I experienced back spasm where I could not sit or lay down for one whole month. My pcp said they could find nothing wrong with me so I started see a chiropractor for 2 months. On (B)(6) 2010 I experience muscle and joint pain in my hands and shoulders, saw my pcp and she found nothing wrong with me again. Within the past couple years the joint pain, muscle pain has gotten so bad I am sometimes unable to leave my bed. I also experience shortness of breath. Saw my pcp they took blood work and I now have an autoimmune disease.

Event description:
(B)(4). I had to have a hysterectomy in (B)(6) 2011 as a result. Only a year after placement because it was so painful and that was the only safe way to remove.